Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event. The patient was treated with injection cefepime (1 gram, in the night bag, continuously) for the event. On an unreported date, dianeal therapy was discontinued. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).